Event description:
It was reported that the device exhibited ¿s6d ¿ error 1720¿. The product fault occurred during testing; there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. E1 - (B)(6) one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device was started and immediately alarmed lec 1720. The root cause was determined to be the backup capacitor. The backup capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.